Event description:
It was reported that the 9800 sys had no image on monitor prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was a broken wire found in the interconnect cable. The interconnect cable was replaced during the service call. The sys was tested and found to be working as intended and put back into service.